Manufacturer narrative:
The biomedical engineer has indicated that no additional complaints have been received concerning this unit.

Event description:
During use, the video on this unit became scrambled and the unit was exchanged for another. There was no pt problems.